Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the lead could not be fixed and dislodgement occurred after repeat attempts. The lead was removed and a new lead was implanted in a different location. No patient complications have been reported as a result of this event.